Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer is stating that the chair was brought in with the left frame broken at a weld.

Manufacturer narrative:
Additional/updated information was added to reflect the dealer providing a corrected serial number.

Event description:
Dealer is stating that the chair was brought in with the left frame broken at a weld.